Event description:
It was reported that the patient experienced an increased recharge burden and a loss of therapy. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Exact date of event is unknown.